Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary: no sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Batch record review results: lot 2b02366 was manufactured on 18 feb 2022 in the minilink 3 manufacturing line, with a total of (B)(4) market units (mkus). On 02 jun 2023, compliance engineer performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom), under system application product (sap) material 1050641 and manufacturing order 1625925. The testing results were found satisfactory. Therefore, no discrepancy related to this issue were found within the documentation. On 02 jun 2023, a complaint search for lot 2b02366 and malfunction code - inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer), was carried out and as a result, no additional complaints were found; therefore, no potential trend was observed and this case was considered an isolated incident. As per complaint manufacturing investigation procedure work instruction (wi), it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed and no potential trend was identified (therefore, considered an isolated incident). No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that primary package was sealed with product (skin barrier). It was confirmed and checked that the exposed mass on one of the wafers was slightly stuck to the individual package, which was peeled off immediately. The product was not used on patient. Additionally, it was confirmed that the inner film layer exposed from the wafer and was not in a position to take pictures. Therefore, no photograph is available at this time.

Manufacturer narrative:
E1: complainant state/province: (B)(6). Complainant country: japan. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.